Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
Report received of particulate observed in the drip chamber of the tubing set. The nurse primed the tubing set and programmed the pump to deliver 1000ml of d5.9ns at a rate of 125 ml/hr. The tubing set was connected to the pt's IV access catheter, and the infusion was initiated. The pt was then taken to the cardiac catheterization lab for an unspecified cardiac procedure. During the procedure, the container of fluid had to be changed. While spiking the new bag of fluid, the nurse observed "something in the drip chamber, looks like a hair." The infusion was stopped and the tubing was disconnected from the pt. The nurse reportedly changed the IV bag and tubing set, and the infusion was resumed. The procedure was completed without any adverse pt effects or delays in therapy. Though requested, no add'l info was provided.